Event description:
Customer reported that the 840 ventilator was inoperative. No pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).